Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Device data showed the device is in hydrogen pbd advisory. Technical services advised the bsc representative of the findings and that this device should be explanted. Currently, the device remains in service. The physician will continue to monitor the status due to the patient is not being dependent on the pacemaker. No patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population..

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Device data showed the device is in hydrogen pbd advisory. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. The physician will continue to monitor the status due to the patient is not being dependent on the pacemaker. No patient adverse effects were reported. Additional information was later received from the field that the device has been explanted. No additional adverse patient effects reported.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Device data showed the device is in hydrogen pbd advisory. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. The physician will continue to monitor the status due to the patient is not being dependent on the pacemaker. No patient adverse effects were reported. Additional information was later received from the field that the device has been explanted. No additional adverse patient effects reported.